Event description:
It was reported that the anesthesia system generated a leakage alarm. There was no patient harm. Manufacturer's reference #:(B)(4).

Manufacturer narrative:
It was reported that the anesthesia system had a leakage but allegedly, no leakage alarm was generated. The anesthesia system was investigated at the hospital by our field service engineer. The received service report states that the following parts were replaced: fresh gas safety valve, double channel plate and expiratory channel printed circuit board. After the replacement of the parts, the device passed all tests and was cleared for clinical use. None of the replaced parts have been returned for investigation, nor have the logs. Without parts to investigate or logs to evaluate, we have not been able to determine the true cause of the reported issue.

Event description:
Manufacturer's reference number: (B)(4).